Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is shown and error code e221 is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and error code e221 was displayed due to damage on cable unit. The most probable cause of the malfunction (damage on cable unit) was traced to component failure, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a damaged cable. The issue was found during reprocessing. There were no reports of patient involvement.